Manufacturer narrative:
Additional device product code: hrs. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the head of the cortex screw from an unknown compact hand 1.5 mm module was noted to be bent and cannot be used. As per sales consultant, the screw had a manufacturing issue. The surgery was completed successfully by using different screw. There was no surgical delay reported and patient is in stable condition. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.5mm cortex screw self-tapping 10mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was completed using a 1.5 10mm unknown screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: according the complaint description, flow 3 damaged: visual / examples: deformed/bent/cracked was selected. The shipped device 200.810, ¿cortscr ø1.5 self-tap l10 sst¿ with unknown lot number is as mentioned in the event description bent. Afterwards the visual inspection with the soma projector and ID number 6-6010 took place. Damage marks, on the cruciform has been identified. This indicates that the screw was already been in use with strong force. Dimensional inspection took after the visual inspection in place. The inspected features was investigated according to the since 2016 valid inspection sheet. All possible inspected features passed the dimensional inspection. No anomalies were found in the work schedule. Because of the bending of the screw, all raw material certificate was checked. No deviations or anomalies were found regard to the material. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.